Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer stated that a piece of a tampon broke off inside of her and she did not realize it for 4-5 days until she experienced an unpleasant discharge and odor. She was able to retrieve the piece that broke off and stated she is fine now.